Event description:
Per peter he was outside and his rollator front right front caster hit a hole and the frame bent where caster goes. No injuries reported. Peter thought he got the rollator in 2010 from hospital.